Event description:
It was reported that the capture threshold had increased. The lead was explanted. Photos taken after explant reveal insulation damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external abrasions consistent with friction against another device between 9.5cm to 10.5cm. Another external abrasion at 45.5cm from the distal end was due to friction with the ICD can. Electrical tests were normal.